Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID: neu_unknown_lead, product type: lead.

Event description:
The consumer's lawyer reported the patient had a spinal cord stimulator (scs) implanted and then removed on an emergent basis a couple of days later. It turned out the patient had an allergy to iridium. A dermatologist determined the patient's allergy. The device was only in the patient for two days and had to be removed because of the allergy. The lawyer wanted to know if there were leads that did not use iridium or nickel and if the manufacturer made gold leads as he read somewhere that gold leads could be used. It was noted the lawyer was not sure if the device was the manufacturer's device.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.